Event description:
The customer reported the subject device was exhibiting a leakage from the channel. There was no patient/user harm or injury reported due to the event. The subject device is a loaner device. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps channel port was scraped. This report is being submitted for the malfunction found during evaluation (forceps channel port scraped). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
Upon inspection and testing of the returned device, the forceps channel port was found to be scraped due to physical stress. The reported issue (leakage from channel) was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.